Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.

Event description:
A customer's wife reported a complaint of high readings on her husband's freestyle flash meter. In 2007, the customer obtained a reading of 6.9 mmol/l followed by 1.9 mmol/l five minutes later. The customer experienced symptoms of sweating, mumbling and then lost consciousness. The customer's wife called the emergency doctor. The doctor injected 2 ampoules of glucose and also gave extra glucose. The customer was diagnosed with severe hypoglycemia.